Event description:
A customer reported false negative hbsag results for a positive control fluid on the eciq analyzer. False negative results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that repeat testing of the control yielded positive results, and testing at an alternate site yielded the expected positive response. Datalog analysis indicates that the customer was not performing routine maintenance as required. The false negative results were caused by signal reagent probe contamination when daily maintenance was not performed. The root cause of the event was user error.